Event description:
It was reported that the caller experienced an issue with an insulin pump alarm. Customer's blood glucose level was 6.3 mmol/l. Customer changed the cartridge to resolve the issue and insulin delivery was resumed.